Event description:
It was reported that this right atrial (ra) medtronic 3830-59/(B)(6) lead had exhibited loss of capture (loc) since (B)(6) 2025. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).